Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection the guidewire appeared to have been shaped and a kink/bend was noted 8.9cm from the distal end. The kink/bend was further inspected and the nitinol tubing was broken with the platinum coil exposed but not broken. The hydrophilic coating was found to be rough and bubbles with collapsed and uncollapsed domes noted at intervals along the entire length of the hydrophilic. The core wire visible inside tip dome. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Analysis of the returned device found the guidewire appeared to have been shaped and a kink/bend was noted 8.9cm from the distal end. The kink/bend was further inspected and the nitinol tubing was broken with the platinum coil exposed but not broken. The hydrophilic coating was found to be rough and bubbles with collapsed and uncollapsed domes noted at intervals along the entire length of the hydrophilic coating. The bubbles found on the distal end of the device were analyzed. Based on the results of testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined. Therefore, based on the review and analysis of the available information, the cause of the bubbles on the distal end cannot be definitively determined and an assignable cause of undeterminable will be assigned to the as analyzed damage of guidewire hydrophilic coating surface rough. An assignable cause of procedural factors will be assigned to the as reported and as analyzed damage of the guidewire distal end/tip kinked/bent in addition to the as analyzed guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) tip nitinol tubing was fractured. No clinical consequences were reported to the patient due to this event.